Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal end of the left anterior descending (lad) artery. The 24 x 3.50 mr promus premier¿ drug eluting stent was advanced to treat the lesion, however, the device was unable to cross the lesion. Hence, the physician utilized the parallel wire technique and replaced the guide catheter but the device was still unable to cross. The stent was then removed from the patient and it was noted that part of the stent was lifted. The procedure was completed with a non bsc stent. No patient complications were reported and the patient's status was good.